Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on 20feb2019, and no instrument errors were noted during the time of testing. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(4) 2019, a customer site reported an abo mistype when tested on a galileo neo instrument, when tested on (B)(6) 2019.